Manufacturer narrative:
H3 - device evaluation: the lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the optic and haptic torn. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vticm5_13.2 implantable collamer lens, -0.50/+3.0/165 (sphere/cylinder/axis), within the same surgery due to excessive vaulting. A shorter lens was implanted on (B)(6) 2019 and the problem was resolved. The cause of the event was unknown.